Manufacturer narrative:
Result - the device in question was returned on (B)(6) 2011 and tested per protocols. The test result did not confirm the complaint for "charger can't locate ipg". The returned charging system functioned as intended and passed the entire test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B)(6) 2010. The patient stated she had stimulation. However, the charger no longer locates the ipg, regardless of where she places the antenna. A replacement charger was shipped to the patient. Follow-up on the patient and results of the replacement have been unsuccessful.